Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this left ventricular (lv) lead had a history of intermittent loss of capture (loc) and elevated threshold measurements. The patient had premature ventricular contractions (pvcs), however normal pacing was observed shortly afterwards. There did not appear to be fusion. There was a slight wider morphology noted with loc. Technical services (ts) discussed troubleshooting options and programming considerations. The lv was currently programmed from lv ring to rv. No adverse patient effects were reported. Additional information received reported that this lv was surgically abandoned and replaced due to high thresholds. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead had a history of intermittent loss of capture (loc) and elevated threshold measurements. The patient had premature ventricular contractions (pvcs), however normal pacing was observed shortly afterwards. There did not appear to be fusion. There was a slight wider morphology noted with loc. Technical services (ts) discussed troubleshooting options and programming considerations. The lv was currently programmed from lv ring to rv. No adverse patient effects were reported.